Manufacturer narrative:
(B)(4). Device evaluation: the cartridge was not returned to animas for evaluation. A retain cartridge sample of the same lot was evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Lot #: b201643. (B)(6). The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that there were air bubbles in the cartridge with the last two cartridge changes for cartridge lot number b201643. He stated that he believed his technique for pressurizing the insulin vial and filling the cartridge was incorrect. The family member reported that the patient experienced blood glucose (bg) between 100 mg/dl and 390 mg/dl. There were no reported symptoms or ketones. It was reported that the patient was going through puberty, and also had a sinus infection. The reported bg excursions do not meet criteria for reportability. This complaint is being reported due to the alleged presence of air bubbles in the cartridge.